Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient received inappropriate therapy and therapy failed/aborted was observed . It was also reported that the right ventricular (rv) lead integrity alert triggered (lia) with high short interval counts (sic) noted, and t-wave oversensing (twos) and non-physiologic sensing also observed. The ipg remains in use and rv lead was replaced and remains in the patient. No further patient complications have been reported as a result of this event.